Manufacturer narrative:
The reported event of octrode lead was found fractured was confirmed. As received, the octrode stim end lead segment had all its internal wires broken and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to their lead fracturing. As a result, surgical intervention was taken to replace the lead.